Event description:
It was reported that a 6-hole symphysis plate was implanted and one non-locking cortical screw backed out. This is report 1 of 2.

Manufacturer narrative:
As no lot no. Was provided we have inspected the dhf of all lots supplied to the hospital including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. No revision surgery required and no adverse outcome from a clinical perspective. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is report 1 of 2.